Manufacturer narrative:
Plant investigation: the reported symptom ¿blank screen¿ was confirmed. The reported symptom ¿alarm (unknown)¿ was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional / display test failed. The failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and proper function of the display returned. Per alarm history, there was no alarm recorded. There were no other visual discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and stated the liberty select cycler screen is blank. The patient also stated the cycler was alarming. The patient was advised to discontinue use of the cycler. The patient was advised to contact the peritoneal dialysis nurse. Follow up with the patient indicates that the patient did not experience any complications as a result of the alleged event. The patient completed treatment with continuous ambulatory peritoneal dialysis.